Event description:
Two nurses were using the lift to raise a consumer from their wheelchair to the bed, when one of the loops allegedly ripped, causing the consumer to fall and fracture their toe.

Manufacturer narrative:
Manufacturer received information alleging that during a transfer, the caregiver indicated a loop ripped and the consumer fell, fracturing their toe. Current user guide covers proper maintenance and inspection methods prior to use. It's unknown if sling was torn or damaged prior to use. Device maintenance and service history are unknown. MDR filed base on alleged injury.